Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Ulcer and bleeding are known complications of a use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) was started on duopa therapy. On unknown date, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Daughter reported that on (B)(6) 2021, patient experienced bloody stools. On (B)(6) 2021, patient was admitted to hospital. On (B)(6) 2021, patient was transferred to another hospital where gastroscopy was performed and a duodenal ulcer was found. The same day, patient had fever and remained in the hospital. The patient has a history of gastrointestinal bleeding 20 years ago. It is unknown how the patient was treated during hospitalization. Duopa therapy was continued normally.